Manufacturer narrative:
(B)(4). Was this device serviced by a third party? No. This report is being filed on an international product, list number 8k25-28 that has a similar product distributed in the us, list number 8k25-27/-29. An evaluation is in process. A follow-up report will be submitted when the evaluation is complete.

Event description:
The customer reported falsely elevated architect intact pth results for 4 patient samples compared to the results obtained by an alternative method at another laboratory (roche electrochemiluminescence). The following data was provided: sample 1 (processed on (B)(6) 2021). Architect ipth result = 1315 pg/ml. Roche electrochemiluminescence = 468 pg/ml. Sample 2 (processed on (B)(6) 2021). Architect result = 1834 pg/ml. Roche electrochemiluminescence = 626 pg/ml. Sample 3 (processed on (B)(6) 2021). Architect result = 1969 pg/ml. Roche electrochemiluminescence = 654 pg/ml. Sample 4 (processed on (B)(6) 2021). Architect result = 1094 pg/ml. Roche electrochemiluminescence = 420 pg/ml. All samples run on the architect i1000sr analyzer were processed using the same reagent lot and the assay was calibrated on (B)(6) 2020. The customer recalibrated the architect ipth assay on (B)(6) 2021 and reran the patient samples and generated elevated values correlating with the original architect results. There was no impact to patient management reported.

Manufacturer narrative:
The complaint investigation was performed for observed falsely elevated architect intact pth results which included a search for similar complaints, and the review of complaint text, trending data, labeling, device history records and historical performance of reagent lot 00120d000 using worldwide data. Return testing was not completed as returns were not available. Complaint activity for lot 00120d000 did not identify an increase in complaint activity related to the false elevated results. The trending review did not identify any trends related to the issue. Review of historical performance of reagent lot 00120d000 was evaluated using worldwide data from customers in the field for the routine and stat assays. The patient data was analyzed and compared to an established control limit. This evaluation indicated that the patient median result for lot 00120d000 was within the established control limits. Therefore, no unusual reagent lot performance was identified for lot 00120d000. The device history record was reviewed and did not identify any non-conformances or deviations. Labeling was reviewed and found to adequately address the issue under review. Based on the investigation, no systemic issue or deficiency of the architect intact pth for lot number 00120d000 was identified.this follow up is being submitted to include d8 and h6 information previously submitted using the h10 section in their respective fields.

Event description:
The customer reported falsely elevated architect intact pth results for 4 patient samples compared to the results obtained by an alternative method at another laboratory (roche electrochemiluminescence). The following data was provided: sample 1 (processed on (B)(6) 2021). Architect ipth result = 1315 pg/ml. Roche electrochemiluminescence = 468 pg/ml. Sample 2 (processed on (B)(6) 2021). Architect result = 1834 pg/ml. Roche electrochemiluminescence = 626 pg/ml. Sample 3 (processed on (B)(6) 2021). Architect result = 1969 pg/ml. Roche electrochemiluminescence = 654 pg/ml. Sample 4 (processed on (B)(6) 2021). Architect result = 1094 pg/ml. Roche electrochemiluminescence = 420 pg/ml. All samples run on the architect i1000sr analyzer were processed using the same reagent lot and the assay was calibrated on (B)(6) 2020. The customer recalibrated the architect ipth assay on (B)(6) 2021 and reran the patient samples and generated elevated values correlating with the original architect results. There was no impact to patient management reported.